Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
Customer reported that during orthopaedics treatment x-ray radiation suddenly stopped. Medical staff was not able to use x-ray even after reboot. Customer had to use another equipment to complete procedure.